Manufacturer narrative:
Device received with missing retainer and missing reservoir tube o-ring. Unable to lock reservoir tube in place or perform displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the ring for the reservoir compartment is loose and reservoir compartment, lip and ring the reservoir is unable to lock in place when inserted into pump. The blood glucose was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.